Event description:
During the case, it was discovered that the aquamantys tubing had a hole in the line. The aquamantys was dripping onto the floor and the irrigation from the bag had been used to irrigate an integra patch for implantation. The tubing was not saved after the procedure and the or manager submitted a ticket for biomed dept investigation of the aquamantys machine as the hole in tubing was within the machine itself - pending feedback from biomed dept. At this time.